Event description:
It was reported that the surgeon removed a micl 12.6 implantable collamer lens from the packaging with forceps and discovered the lens was torn. The lens was not loaded and there was no pt contact.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product showed that a piece of one of the haptic plates was torn off and missing. There was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined.